Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 407652 lead, implanted: unknown. (B)(4).

Event description:
It was reported that the patient presented after receiving an inappropriate shock. Review of the electrogram shows noise on the right ventricular (rv) lead. A lead fracture is suspected. The rv lead was explanted and replaced. Following laser extraction, the patient had a pleural effusion. A thoracotomy was done. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.